Manufacturer narrative:
The device was received undeployed. No alarms, timeouts, nor drive stalls were observed in the data. The device completed 45 first prime pulses, and the device was deactivated at 45 pulses. First prime was completed, but second prime was not completed. The device was deactivated before the needle could deploy. No damages nor defects were observed to the device that would prevent the needle mechanism from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.